Event description:
The total fill volume (unk at the time of this report) was infused in 18 hours instead of the expected 48 hours. The device was filled with an unk concentration of naropeine (ropivacaine). The pt experiences low limp disability and was not able to walk. The total fill volume, diluent used, concentration of the drug, medical intervention administered, access site, route of infusion and pt outcome info has been requested by baxter. However, no additional info has been received.